Manufacturer narrative:
(B)(4). The customer returned one guide wire, dilator, and lidstock for evaluation. Visual examination of the guide wire revealed one slight bend near the distal end. Although the guide wire assembly was not returned, the bend is consistent with the exposed area of the guide wire on the thumb guide. This indicates that shipping and handling caused or contributed to this event. No defects or anomalies were detected with the dilator. The returned guide wire contained one slight bend 551 mm from the proximal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.845 mm which is within specifications of 0.838-0.877 mm per product drawing. The returned guide wire was able to pass through the returned dilator with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained one slight bend in the corresponding location of the thumb guide, indicating that storage/shipping caused or contributed to this event. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the swg (spring wire guide) was found kinked upon opening the kit.a new swg from another kit was used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the swg (spring wire guide) was found kinked upon opening the kit. A new swg from another kit was used.